Manufacturer narrative:
(B)(4). Approximate age of device - 2 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted overnight on (B)(6) 2018 with elevated lactate dehydrogenase (ldh) of 560 u/l. The patient was given fluids and then intergelin for treatment. No elevated watts were observed in the patients log file history since they were last seen in clinic. A computed tomography scan and an echocardiogram were taken; however, results are pending. It was reported that the patient's vad sounds smooth and the patient is non-pulsatile. The patient was stable and awaiting discharge once inr therapeutic. Log files were submitted for review. The manufacturer¿s technical service representative reviewed the log files dated between 19feb2018 and 23mar2018 and did not observed any data that would be suspect of pump thrombus. Overall the pump parameter trending is unremarkable. Additional information has been requested but not provided.